Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the xience xpedition 3.50 x 38 mm was unpacked, it was realized that the stent was detached from the balloon and it was stuck in the yellow sheath. The device was not used and was replaced with another one. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.